Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
It was reported that the screen on/quick bolus button remained depressed resulting in an alarm 22 and the suspension of insulin delivery. It is unknown if the customer's blood glucose levels were affected.